Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient¿s blood pressure began dropping and the medical resident attempted to check for a pulse. The procedure was aborted, and CPR was initiated. The physician was able to stabilize the patient. The patient was transferred to the ICU. The physician does not believe that an ion product caused or contributed in any way to the patient event, but instead was most likely related to the patient's medical history. Although additional information regarding the event was requested by intuitive surgical inc. (Isi) , no further details were provided by the physician.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Per an isi senior failure analysis engineer, a system log review cannot be performed because the system logs are not available at the time of this report. A review of the site's complaint history revealed no additional complaints related to this event. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, the patient¿s blood pressure began dropping and the medical resident attempted to check for a pulse. The procedure was aborted, and CPR was initiated. The physician was able to stabilize the patient. The patient was transferred to the ICU. The cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.